Event description:
It was reported that hematomas occurred after arteriotomy closure of an unspecified vessel after an unspecified procedure, possibly using a proglide device. The site could not recall the procedures, number of patients or patient details. The site could not confirm for certain that the hematomas occurred using a proglide device. It was not specified if the hematomas were treated or if the proglide sutures achieved hemostasis. There was no reported device malfunction. There was no adverse patient sequela reported. The physician's name could not be recalled; therefore, his training in the use of the device could not be confirmed. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history and a query of the complaint database could not be performed as the lot number was not provided. There is no indication of a product quality deficiency.